Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse was able to recalibrate the master tool manipulator (mtm). The issue was resolved. The system was tested and verified as ready for use following the fse visit. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. In addition, the system serial number and event date provided by the customer were confirmed. No image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: the surgeon side console (ssc) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically by using the second ssc. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy and splenectomy surgical procedure, the right hand master tool manipulator (mtm) clutch button was not functioning as expected. Technical support was contacted and the technical service engineer (tse) was informed by the customer that if the mtm gimbal was flipped, the other clutch button did work, leaving one button inoperable. The surgeon moved to a secondary console in the room and proceeded with the case. The customer requested the field service engineer (fse) to follow up. The procedure was continuing as planned with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information related to the reported event, but no further details were available.